Event description:
The customer reported that her doctor treated the infected infusion site. The customer stated that she had worn the infusion set for more than three days. Advised the customer not to wear the infusion set for more than three days. The customer's most recent glucose reading was 546 mg/dl. The customer also stated that she used the reservoir with insulin that had been filled and sitting since last week. Explained to customer that the insulin may have denatured. The customer stated that she has not been wearing the insulin pump for more than a week, and her high glucose is not related to the insulin pump. The customer also requested assistance with uploading the insulin pump to carelink. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.